Event description:
It was reported the patient experienced a loss of stimulation after 28 months implant duration. During revision surgery, the physician noticed a bend (kink) at the end of the lead. The patient will be implanted with a surgical lead later.

Manufacturer narrative:
The lead was returned to the manufacturer for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.